Event description:
Reporting status: serious injury- required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that resistance was felt while negotiating the xience v 2.5 x 18 through a tortuous and highly calcified lesion. After trying for some time, a dissection occurred; therefore, another xience v was used to cover the dissection. No additional event or pt info is available.